Manufacturer narrative:
Device has been evaluated but the components have not been replaced pending customer approval of estimate.

Event description:
The manufacturer received information alleging a ventilator failed to register the tidal volume. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The flow sensor assembly, tubing and sensor board will be replaced to address the issue. Evidence of water ingress was observed. The user manual states "do not immerse the device in liquid or allow any liquid to enter the enclosure or inlet filter."